Event description:
It was reported that patient had left shoulder hemiarthroplasty 6/12/13 and is having pain. The surgeon converted the patient to a reverse.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient had left shoulder hemiarthroplasty (B)(6) 2013 and is having pain. The surgeon converted the patient to a reverse.